Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Customer resolved the issue by loading a new cartridge onto the pump and resuming insulin.